Event description:
The caller reported that the pump's quick bolus/wake button was difficult to press and often required multiple attempts to activate the pump screen. There was no adverse impact on the customer¿s blood glucose level. Technical support instructed the customer to press the button firmly and provided support techniques, though the problem persisted. A replacement pump would be sent.